Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient's device was at ifi=yes, and it was believed that the battery depleted more quickly than expected. Diagnostics were within normal limits, and the device history record of the device showed that it conformed to all specifications prior to release. A battery life estimation was performed using longevity tables, and, based on worst-case-scenario settings, the battery would be expected to reach ifi=yes around 2-4 years. Therefore, the battery was most likely depleting at a faster rate than expected. The patient was referred for generator replacement surgery. No known surgery has occurred to date.

Event description:
Analysis of the generator was approved. The generator was at neos=yes. Contaminates were observed on the pcba edge due to the manufacturing process. The device performed according to specification, except the supply current specifications. After the contaminates were removed from the pcba (printed circuit board assembly), the device performed according to specification. Remaining residual material on the pcba edge due to the manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation, and may have been the contributing factor for the reported premature end of life.

Manufacturer narrative:
The cause of the premature battery indicator was inadvertently left off the initial report.

Event description:
The patient had generator replacement surgery due to ifi=yes. The generator was received, but analysis has not been approved to date. The premature battery life indicator was most likely caused by conductive debris from the manufacturing process resulting in leakage paths. The premature battery life indicators are also typically indicative that the generator will reach true end of service earlier than expected. No further relevant information has been received to date.